Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, a patient was treated for a penetrating atherosclerotic ulcer in the thoracic aorta with a conformable gore&#59412;ag&#59412;thoracic endoprosthesis. As the device was being deployed, the graft moved proximally of the intended deployment site and covered the left common carotid artery (lcca). The cause of the movement of the device is reportedly unknown. It was reported the physician was able to use a balloon to pull the device back into place. Final imaging confirmed that the lcca was no longer covered and there was good perfusion of the lcca. The patient tolerated the procedure.

Manufacturer narrative:
Lot number 14268479 - UDI (B)(4).